Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the iabp unit. The fse replaced ac power cord (0012-00-1688) and helium assembly tubing (0004-00-0103). All functional and safety checks to meet factory specifications

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) rp cannot be measured in the ground system and helium decreases quickly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter: (B)(6).